Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 5.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During procedure, the balloon was used after passing through the guidewire. However, it was noted that the balloon ruptured at 5atm upon first inflation due to severe calcification of the lesion. Dilation was then performed using another of the same device and completed the case. No patient complications reported.